Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to be within specification during testing and detect a downstream occlusion as intended. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test, failing to detect a downstream occlusion within the correct specifications. The device alarmed downstream occlusion at 19.81 psi (pounds per square inch), which is out of specification. There was no known patient injury or medical intervention associated with this event. No additional information is available.